Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed oversensing with ventricular tachycardia non-sustained (vt-ns) episodes indicating intermittent t-wave oversensing (twos). Follow up with the patient¿s healthcare provider was not possible. The lead remains in use. No patient complications have been reported as a result of this event.